Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: on investigation the alleged ¿down¿ button tactile issue was not duplicated. The pump powered up with auditory and vibratory features. The keypad cover was intact and no tactile issues were found with the buttons. Related to the complaint, removal of the keypad cover found contamination under the ¿up¿ ¿down¿ and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.